Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that two sensor wires were used in the kidney during a ureteroscopy procedure on (B)(6) 2022. During the procedure, the shrink sleeve detached on both wires. There were no patient complications reported as a result of this event.